Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the surgeon informed the technical support engineer (tse) they keep getting a non-recoverable fault. The tse reviewed the logs and found 319 for universal surgical manipulator (usm) 1. Prior to calling the surgeon power cycled the system and the error remained. The tse had the surgeon hard power cycle the patient side cart (psc) and the error persisted. The surgeon disabled arm 1 and would attempt to complete the case with only three arms. The surgeon continued with the case. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the new universal surgical manipulator (usm) was replaced by a field service engineer.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the reported complaint and replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and the following errors 319 and 1126 were confirmed in the logs. Usm was tested on an in-house system in normal mode where it failed with a 319 error. Usm was then tested on a psc fixture test platform (pftp) where it failed the fiber test on the rolling loop fiber. A gold rolling loop fiber was installed, and the error went away. The usm passed all tests. The original fiber was re-installed, and the error came back. The rolling loop fiber assembly will be replaced as a fix to the reported problem. The complaint regarding non recoverable faults was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause was attributed to the rolling loop fiber assembly. This complaint is being reported based on the following conclusion: a usm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.